Event description:
It is reported that the device was implanted in 2008. Doctor is concerned about medial and lateral stress shielding with this tibial implant. No revision surgery is planned.

Manufacturer narrative:
This report will be amended when our investigation is complete.